Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak; based on the manufacturer_s experience with this kind of device, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Hearing performance with the device was affected. Reportedly the child hit her head two weeks prior. Recipient was reimplanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Currently no date for a possible re-implantation surgery has been scheduled.

Event description:
Recipient is reported to have hit her head 2 weeks prior. The user has still hearing perception and the clinic will continue to closely monitor user. Re-implantation is considered but has not been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient is reported to have hit her head 2 weeks prior. Further testing as well as imaging is planned.